Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebt2366 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that they placed a solo PICC in a patient on (B)(6) 2017 and the patient had a reaction to the catheter. They stated that approximately twenty minutes after the catheter was placed the patient had swelling, pain, & itching in her arm. They gave her benadryl as they thought maybe it was the lidocaine, but the benadryl did not help. They removed the catheter and stated the patient had immediate relief.